Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H6. Investigation findings: c22 ¿ photo evaluation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. What was the foreign matter¿s appearance? >>like an orange silk. 2. What was the texture? >> like our silk. 3. Are there any photos of the foreign matter available? >> yes. 4. Is it possible that the foreign material fell into packaging upon opening of device? >> no. 5. Was the product seal on the foil still intact when the package was opened? >> yes. 6. Was the procedure completed without any adverse effect to the patient? >> no. 7. Was the procedure completed without any adverse effect to the patient? >> yes, there is no patient impact. Photo investigation results: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo show a single barrier had sutures and a separate piece of yellow cotton-like material, product code w203. Foreign matter and the suture knot have been correlated to the manufacturing process. Silk suture is received from the supplier in spools and a yellow thread is used to attach the same type of suture within a spool to complete the quantity of suture needed per spool. The yellow tread was not detected during the manufacturing process of the suture, therefore that segment was not removed during manufacturing. Based on the information currently available, the foreign matter and knot in the suture were identified during the investigation of the sample received. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the device lot s25060119, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. There is orange foreign matter in the package. No adverse patient consequences were reported. Additional information was requested